Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call possible under delivery on the insulin pump. Customer¿s blood glucose level was 8 mmol/l. Customer advised they changed out their set and saw insulin exit however the reservoir was empty. Customer was worried that the motor did not work because there was a hole in the tube and insulin had been lost. Customer advised they filled the tubing which usually takes 6 units however this time it filled after 2 units. Customer was worried about possible under deliver on the device.